Manufacturer narrative:
Insulin pump received with an intermittent button response duet o corroded keypad traces. No button error alarm. Insulin pump received with minor scratches display window, cracked case at display window corner, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 167mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.